Event description:
The customer reported that intermittently the device ready for use indicator (rfu) displayed red x. The philips customer repair center (crc) clarified that the device intermittently displayed red x and failed to fully power up for use while the internal fan remained on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that intermittently the device ready for use indicator (rfu) displayed red x. The philips customer repair center (crc) clarified that the device intermittently displayed red x and failed to fully power up to use while the internal fan remained on. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.